Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had to be opened by force. Used a new instrument to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.